Manufacturer narrative:
The trial leads were explanted but were not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the physician found an infection at the lead incision site following the completion of a trial. The leads (left in-situ after trial procedure for permanent implant) were explanted. The patient was hospitalized and the wound was opened and irrigated. The patient was also provided with IV antibiotics. The patient has since recovered without sequelae.